Manufacturer narrative:
The fracturing of an abutment screw is a well-known complication. Dincer et al. (2017) found that screw loosening and fracturing were the most common mechanical complications for abutment screws, with loosening being more common than fracturing. Dincer et al. (2017) cite the primary causes of screw fractures as screw loosening and improper preloading. They found a loose abutment screw is subject to unbalanced occlusal forces and excess mechanical loads. Over time these factors contribute to metal fatigue and can result in a screw fracture. To ensure screws are properly tightened and to minimize the chances of an abutment screw fracturing keystone dental recommends that all abutment screws be torqued to the appropriate force based on bone density, and 10-15 minutes later tightened a second time. As screws are tightened the friction heats the screw causing it to expand and the titanium implants act as insulation. The 10¿15-minute break between the first and second torquing allow the screw to cool and contract which leaves the screw loose unless tightened further. If the second torquing is not performed, or the break is less than 10 minutes, the expansion of the screw may prevent the screw from being fully tightened and increasing the likelihood of it becoming loose or fracturing over time. Jung et al. (2007) found an incident rate of (B)(4) over the first 5 years of an implant¿s lifetime. As keystone dental¿s rates of abutment screw fracturing is significantly less than the rates reported in the literature an investigation of each complaint is not required. In addition, keystone dental inc. Provides labeling with all implants. Failure to osseointegrate and loss of osseointegration (implant mobility) is identified as an adverse reaction and identified in the list of warnings in all endosseous dental implant labeling. The specific cause for a particular complaint is often not readily identified as there are various factors that contribute to the risk of implant failure. These include patient factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes and uncontrolled hypertension. Technique factors such as overheating of the implant site may cause necrosis of the bone, preventing growth (pelayo et al., 2008; turkyilmaz & al., 2008). Patient habits such as tobacco use (heitz-mayfield & huynh-ba, 2009), alcohol or drug abuse, poor oral hygiene, and bruxism (salvi & braegger, 2009) may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone (salvi & braegger, 2009). Component part information: part number: 45939k, part description: tilobe straight multi unit abutment 5.0/5.5/6.5 3.0 cuff, lot number: 41321, UDI #: (B)(4).

Event description:
Removal of implant due to abutment screw fracture.